Event description:
A surgeon has reported that a memory lens implanted in the left eye of a pt in 1999 has been explanted due to opacification in 2004. Prognosis stated as good and visual acuity reported as 0.6 to 0.8 in 05/2004 follow up visit. No further info is available at the time of this report.